Event description:
Related manufacturing reference number: 2017865-2023-01154, related manufacturing reference number: 2017865-2023-01157. It was reported that the patient presented with phrenic nerve stimulation. An x-ray was performed and found the right ventricular, right atrial and left ventricular leads had all dislodged. Both ventricular leads were explanted and replaced. The right atrial lead was repositioned on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and phrenic nerve stimulation. Final analysis found a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.